Manufacturer narrative:
The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years post filter deployment, patient presented for filter retrieval. Subsequently, imaging revealed at least two fractures of the struts of the ivc filter. A month later during the retrieval procedure it was noted filter projecting over the ivc with 3 fractured tines. Filter was removed successfully. Two additional tines were demonstrated to be extravascular, and were not removed. Therefore, the investigation is confirmed for filter limb detachment, perforation of the ivc and positioning issue. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced a detachment of the device or a device component, an alleged positioning issue, there was allegedly a patient-device interaction problem, and the device as allegedly difficult to remove. This information was received from a single source. The alleged malfunctions involved a patient with no known impact to the patient. The patient is reported to be a (B)(6) year-old female, weight was not provided.